Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the receiver had no audio output. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver having no audio output could not be determined. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was evaluated. An exterior visual inspection was performed and passed. The receiver was charged and will boot. The receiver log was downloaded and reviewed, finding no errors related to the complaint. A receiver functional test was performed, and it failed the speaker tests. Manual "try it" testing was performed and failed. The receiver case was opened for an interior inspection and failed due to moisture damage. Speaker resistance was measured and failed. The allegation was confirmed. The probable cause was determined to receiver moisture damage lead to defective speaker. No injury or medical intervention was reported.